Event description:
It was reported that the device became kinked. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a watchman laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. When the closure device was deployed in the laa, the was became kinked. The physician continued the procedure and successfully implanted the closure device in the laa of the patient. There were no patient complications or consequences that occurred as a result of this event.